Manufacturer narrative:
H6: investigation summary three photos received by our quality team for investigation. Upon visual evaluation, white clear liquid is observed within the fluid path inside the syringe. During review of the process, a maintenance order for failure in one of the siliconizing nozzles was found and it was checked to identify which nozzle was faulty and it was removed and cleaned. Therefore, it is possible to confirm the incident as excessive silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The batch history was checked, and it was noted that the production period occurred between may 12 and 17, 2021. The in-process inspections were performed according to the control plan and no records of this incident were evidenced.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced foreign matter within the device cannula. The following information was provided by the initial reporter: after opening the seal, the presence of thick/oily colorless liquid content was observed inside the 10ml syringe.

Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced foreign matter within the device cannula. The following information was provided by the initial reporter: after opening the seal, the presence of thick/oily colorless liquid content was observed inside the 10ml syringe.